Manufacturer narrative:
Unit passed displacement test; however, unable to prime unit during the prime/delivery test and motor error alarm during basic occlusion test due to slightly loose drive support disk. Unit received with minor scratches on lcd window. Unit received with broken reservoir tube lip. Unit received with corroded battery tube. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported via phone call that customer received a compromised forced sensor alarm during priming. It was advised that insulin pump would need to be replaced.